Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument seized up. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned milling guide shows scratches. Additionally, one of the two feet functions as intended and the other has a seized button feature. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that it was noticed the instrument seized up when the distributor is checking it in the office. No adverse events have been reported as a result of the malfunction as there was no patient involvement. Attempts have been made and additional information on the reported event is unavailable.